Event description:
My son used renu with moisture loc. The numbers on the side of the bottle are: 2207-07 gg5033, 6831901. He has has an eye infection twice this summer. This last time, the symptoms are as stated for the fungal infection. We did not know there was a recall for renu with moistureloc. He went tot he eye doctor and was given antibiotic eye drops. The doctor told him to stop using the contacts he already had , use a new eye solution and use the antibiotic drops. He can later start using the contact again, a new pair. After returing to college, he was told by another student about the renu with moisture loc recall and possible fungal infection.